Event description:
It was reported when an asymptomatic patient presented in the emergency room for a non-sustained lead noise alert, post-paced t-wave oversensing was observed. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.